Event description:
It was reported that the patient underwent revision surgery of a left knee femoral component one year and ten months post initial arthroplasty due to pain, fatigue, and difficulty with daily work activities. MRI demonstrated a cyst-like abnormality and signs comparable with hardware loosening. Intra-operatively a large defect to the medial femoral condyle was noted as well as gross loosening of the femoral component confirmed-the tibial side was found to be solid and therefore remains in place. No complications were reported, and further details have not been provided.

Manufacturer narrative:
(B)(4). D-10: 110035368, biomet bc r 1x40 us, lot ax21ab1101 42502607401, femur cemented cruciate retaining (cr) standard left size 12, lot 65186608 42512101010, articular surface medial congruent (mc) left 10 mm height use with tibia sizes g h/cr femur size 12, lot 65279279 42532008301, tibia cemented 5 degree stemmed left size h, lot 65204461 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a4, b4-b7, g3, g6, h1, h2, h10, h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. No products were returned or pictures provided; visual evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations for both products. Review of the complaint histories identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combinations. Medical records/radiographs were provided and reviewed by a health care professional. Reported event was confirmed by review of medical records. Based on the available information, the reported event can be confirmed. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.